Event description:
From staff: dr was using ligasure lf5637. When he used the l hook part of ligasure, it would not turn off. The button would not move to off position. The ligasure was unplugged from valleylab to get it to stop. Patient was not hurt. We opened another ligasure and continued with procedure.